Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced odynophagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. Gastroesophageal dilation after anti-reflux procedure was attempted but did not fully alleviate odynophagia symptoms. Uneventful device explant due to odynophagia on (B)(6) 2016. Device found in correct position/geometry. Patient was reported as feeling much better and swallowing liquids without difficulty after linx explant.